Event description:
It was reported that a right ventricular (rv) leadless pacemaker exhibited failure to capture and low pacing impedance after tether mode. The decision was made to reposition the device. The physician experienced difficulties re-docking and the catheter advanced slightly during the process. The device was eventually redocked onto the catheter. Mapping impedance at another location was high, leading to physician suspecting tissue was caught in the helix. Further investigation outside of the patient's body confirmed tissue in the helix. Patient's blood pressure then dropped. Emergency measures were initiated, and echocardiography confirmed cardiac perforation, tamponade, and pericardial effusion. Patient also experienced syncope. Drainage was performed, but the bleeding did not stop. The patient was transferred to the operating room for a thoracotomy while on percutaneous cardiopulmonary support (pcps). A patch repair was completed and a drain was placed. The patient was weaned from pcps and returned to the intensive care unit where they were then extubated and recovering.

Manufacturer narrative:
The reported events of failure to capture, low impedance, high impedance and connection problem were not confirmed. Visual inspection of the inner diameter of the device docking button where the bullets on the tether interact was within specification. Electrical and mechanical analysis performed indicated normal functionality. Further analysis including device interrogation at various impedance levels was normal. Additionally, evaluation of the output signal confirmed all pacing parameters were within normal range. Review of device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests prior to its distribution. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.